Manufacturer narrative:
(B)(4). No product malfunction - unlabeled. Eval: results: eval of the returned product revealed the floor mat sensor has dead spots, therefore the alarm only sounds when stepping in the center of the mat. The alarm did not sound when stepping on the sides of the mat. The mat was tested with the returned alarm and a working test model 8374 and the results remained the same. (B)(4).

Event description:
The customer stated that they did not need the floor mat sensor product and returned it. There was no pt incident or injury reported. Eval of the returned product revealed the sensor did not pass functional tests.